Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Mid procedure while we were applying applications, the guidewire wire was stuck in the catheter and wouldn't advance nor pull back, doctor finally pulled it out, opened a new wire and that wouldn't advance either, so the catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Mid procedure while we were applying applications, the wire got stuck in the catheter and wouldn't advance nor pull back, doctor finally pulled it out, opened a new wire and that wouldn't advance either, so the catheter was replaced, and the procedure was completed without patient complications. The device was returned.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A test guidewire was taken and attempted to be inserted into the catheter, which was unsuccessful as resistance was felt inside the guidewire lumen. Deployment of the catheter was not possible. Dissection of the catheter noted that the guidewire lumen was damaged just outside the inner hypotube, indicating damage that could contribute to the reported stuck guidewire.